Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 8.8 and 2.2. Mm0l/l. Tests were done within 20 minutes. Patient did not experience any adverse events. No further information has been reported.